Event description:
A high glucose readings issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified high reading on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and was capable of self-treating with insulin (dose/type unspecified). The customer then had contact with a healthcare professional (hcp) to seek medical attention after the self-treatment. Upon arrival, the hcp stabilized the customer's glucose by administering unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to the customer is unwilling. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.